Manufacturer narrative:
When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. The datacard log confirmed customers account of tip too warm errors (ec78c) occurring during treatment. Based on the evaluation of the data, the system and handpiece performed as expected. Cryogen was flowing to the tip and the reservoir pressure readings were normal and not out of the range of the device. According to thermage flx system user manual (p009418-04 rev. A) burns and blisters are known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Evaluation of the treatment tip found one corner of the tip was not glued like the other 3 corners exposing an opening in the tip membrane. Burns were most likely caused by no glue on the tip corner. User will want to make sure to use a new tip every treatment. Treatment tips manufactured by solta are for single patient use. User should not reuse or attempt to reprocess as multiple patient use cause unsafe patient conditions. Based on the available information, this event was performed in an off-label manner.

Manufacturer narrative:
The tip was returned for evaluation. The tip passed thermistor and leak testing. No functional test was performed due to the tip being expired. The tip failed visual inspection. The glue had come off from one corner of the tip giving rise to a sharp edge in that corner. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that during a thermage treatment a patient experienced redness and blisters. The practitioner reported a popping sound from the first rep and frequent tip too warm errors. The treatment was cancelled after a few more reps. The patient was treated with cooling and steroids. The patient had an unknown retinol treatment two weeks prior to the procedure. The current patient status was reported as infected with saprophytic bacterium before scab was made and had inflammation on the zygoma area with the possibility of permanent hyperpigmentation. Available photos were reviewed, a red spot and very light hyperpigmented lesions are visible on the cheek. The maximum power level used was 2.0. The reporter stated they used the proper amount of coupling fluid and the treatment tip was previously used on a different patient. It is unknown if the treatment tip was inspected prior to the treatment, and an unknown amount of times during the procedure and no issues were noted.